Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/25/2014 with the following findings:the complaint was unable to be duplicated with investigation. Review of the black box revealed a no cartridge detected alarm; deliveries were never resumed following the alarm. The total daily dose correlated appropriately to the programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Force sensor calibration was found to be within specification. The force sensor pins were damaged. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was at 600 mg/dl with confusion and symptoms of dehydration. It was reported that the patient received unspecified treatments provided by medical personnel at the hospital. The patient allegedly remained on pump therapy without providing information regarding any recent adjustment to the pump settings. The reporter alleged that the pump alarmed for ¿no cartridge¿ detected and was priming the tubing during the load step. The patient allegedly was disconnected when this happened. The reporter alleged that this issue was contributing to the bg excursion that they were experiencing. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged load step malfunction of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.